Event description:
It has been reported to philips that the flexvision failed to bootup, it was stuck at 00. There was no reported patient or user harm. The device was not in clinical use at the time of event. A philips field service engineer (fse) replaced the flexvision pc hard disk drive (hdd) and reinstalled the software. The system was returned to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the cause of the problem with flexvision pc. A review of the system logfiles confirmed that the malfunction with flexvision pc. Fse replaced the hdd in flexvision pc and reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.